Event description:
It was reported the patient experienced ineffective tonic stimulation. Patient received effective relief on burst therapy during trial. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced with a new ipg. Reportedly, effective therapy was established post operatively.